Manufacturer narrative:
The customer replaced the therapy cable and the device passed the op check. The device remains at the customer site.

Event description:
It was reported to philips that the device failed its op check and the charge/shock button failed. There was no reported patient involvement.